Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent her scs trial, and on (B)(6) 2015 the patient was implanted with an additional new lead. The patient reported receiving effective stimulation coverage during intra-operative testing of the new system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02671. It was reported the pt underwent surgical intervention due to the pt not receiving effective stimulation from her scs system. The pt is implanted with two leads for thoracic (3224 model) and cervical (3225 model) stimulation therapy. During the procedure the physician planned to replaced both of the patient's leads, however, too much scar tissue was observed and the physician decided to replace only the thoracic lead. The cervical lead was left in place and the physician plans to perform a trial at a later date to address the pt's cervical pain.